Event description:
It was reported via repair work order that the brakes are not holding due to broken caster stems and brake lever. It was also reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.